Event description:
It was reported that the customer attempted to prime, but the piston did not recognize the end of the plunger, and all the insulin was pushed out. It was stated that device had an error alarm, and the insulin pump reset itself. Advised to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support. Disk.